Event description:
According to the reporter, during a bariatric surgery sleeve gastrectomy, during the 5th stapling, the device locked, they changed t he reload but the same issue occurred. They change the device to complete the case and resolve the issue. The patient is alive with no injury.